Event description:
It was reported that the patient presented on (B)(6) 2024 with worsening fatigue and dyspnea with recurrent candidemia and bacterial pneumonia. They were treated with micafungin, vancomycin and cefepime. Blood cultures remained positive despite treatment. Course complicated by acute respiratory failure with high flow oxygen. The patient was started on heparin drip with coumadin bridge and became minimally responsive with right gaze deviation. A head computed tomography (CT) confirmed right frontal intracerebral hemorrhage (ich) with 5-6 mm midline shift. The patient stopped breathing and the pump was turned off due to poor prognosis.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU lists infection, respiratory failure, stroke, bleeding, and death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 6, "patient care and management", outlines the recommended anticoagulation therapy and international normalized ratio (inr) range, well as suggested anticoagulation modifications. The heartmate ii lvas patient handbook, rev. C, is also available. This handbook contains several sections with information about how to prevent and control infection. No further information was provided. The manufacturer is closing the file on this event.